Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the patient was hospitalized due to high blood glucose. The customer¿s blood glucose level was almost 297 mg/dl at the time of the incident. The patient¿s current blood glucose was 185mg/dl. The customer reported that the pump stopped working and blood glucose was 856mg/dl. The customer went to bed with blood glucose of 297mg/dl. They did a manual injection. The customer was sleeping when she received a no delivery alarm which was resolved by changing complete set. The customer performed high pressure test and the passed. The insulin pump will not be returned for analysis.